Event description:
Reporter stated that tubing leaked during priming of an unknown solution during patient use. Leakage was reported to have been coming out of holes in the tubing. It was reported that there was no patient injury as a result of this report.